Manufacturer narrative:
Concomitant products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 20-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer regarding a patient receiving an unknown drug via an implantable pump. The healthcare provider was calling to request to permanently disable the pump. When the healthcare provider was asked if the reason for programming the pump off was elective or due to an issue with the pump, the patient came on the line and stated that the ¿pump failed¿. Per the patient, there was a detachment of the catheter from the pump sometime in the past 2 weeks. The pump off password was given and the healthcare provider successfully updated the pump and disabled the pump.